Event description:
Alert for rv (right ventricular) lead noise and lead integrity alert (lia) post-patient fall. Patient fitted with lifevest and referred for lead extraction and replacement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).